Event description:
On (B)(6) 2014 the patient contacted animas alleging that her blood glucose (bg) earlier that day had been around 400mg/dl with unspecified ketones. The patient noted that at the time of the call to animas, her bg was around 200mg/dl. No other information was provided. Customer technical support made attempts to follow-up with the patient for troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy, and the pump could not be ruled out as a cause or contributor at the time of the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.